Event description:
It was reported that the patient presented during clinical follow-up. The right ventricular lead of the patient was found to be dislodged. The reported lead was explanted and replaced on (B)(6) 2024. There were no patient consequence.